Event description:
Boston scientific received information that during a follow up visit, review of this device daily measurements revealed one high out of range shock impedance measurement had occurred eleven months earlier. Interrogation during this follow up visit and in daily measurements did not reveal any additional out of range shock impedance measurements. A decision was made to further monitor this device and lead. No adverse patient effects were reported.

Manufacturer narrative:
According to available information, this device remains implanted and in service. Should additional information become available, this event will be updated.

Event description:
Additional information was received: during the follow up visit, shock impedance measurements were within normal limits. It was thought the issue was resolved.

Manufacturer narrative:
According to available information, this device and lead remain implanted and in service. Should additional information become available, this event will be udpated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received. A revision procedure was performed. After the pocket was opened, visual inspection revealed the distal coil set screw was not tightened. The setscrew was retightened. Shock impedance measurements were normal when touching the pocket site. A follow up visit is scheduled in the near future.

Event description:
Additional information was received. During a follow up visit, when the pocket was touched, variable shock impedance measurements were obtained. All other lead measurements were within normal limits. It was thought there may be a connection issue or a lead fracture. A decision will be made regarding lead revision in the near future.